Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test error test and displacement test. Pump passed the dat test. Unit received with cracked case at the battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 506 mg/dl. The customer experienced symptoms such as unquenchable thirst and fatigue. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.